Event description:
The patient reported sparking and frayed wires of the power supply. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system with power accessories was received for evaluation. Visual inspection verified the power supply was frayed and wires were exposed. A standard power supply was connected to the unit and the unit was powered on with no issues observed. Root cause of sparking was determined to be the frayed/exposed wire on the power supply cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.